Manufacturer narrative:
Device evaluated by MFR: a stent was returned for analysis partly inside of a stent protector. The stent delivery system (sds) was not returned. A visual and microscopic examination of the crimped stent found that the stent had been separated from its sds and damaged. Damage was noted to the entire stent. The inner diameter of the returned stent protector was measured and is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Upon insertion of a 2.50 x 38 synergy¿ drug-eluting stent, it was noted that the stent was not mounted. The stent was found dislodged near the stent protector outside patient body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Upon insertion of a 2.50 x 38 synergy¿ drug-eluting stent, it was noted that the stent was not mounted. The stent was found dislodged near the stent protector outside patient body. The procedure was completed with another of the same device. No patient complications were reported.